Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sirs and a direct correlation with the device could not be determined through this evaluation. It was reported that on (B)(6) 2019 (three days following the patient¿s recent pump exchange on (B)(6) 2019), the patient developed fever, hypotension, and tachycardia, meeting the criteria for systemic inflammatory response syndrome (sirs). The patient was hospitalized for a prolonged period of time and changes were made to his medication regimen. Supportive measures were reportedly utilized until resolution of the issue on (B)(6) 2019. The patient remains ongoing on (B)(4) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that on (B)(6) 2019 the patient developed fever, hypotension, and tachycardia, meeting the criteria of a systemic inflammatory response syndrome (sirs) diagnosis. Supportive measures were utilized until resolution; treatment included changes to medication and prolonged hospitalization. The outcome was reported as resolved and the patient was discharged on (B)(6) 2019. No additional information has been provided.